Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 7482-51, product type: extension. Product ID: 3389, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
A manufacturer representative reported a consumer was implanted with deep brain stimulation (dbs) on (B)(6) 2013. Recently the consumer presented with rejection, liquid exudation, and treatment. Additional information received from the representative reported the doctors planned to do anti-infection treatment first. It may be needed to replace the wire in the future, but could not be confirmed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.